Event description:
Dealer stated that during a patient transition, patient tipped over. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model grpl450-1, serial number/date code (B)(4) is approximately 3 years 8 months old. The owner's manual part number 1078987 rev I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a 300 pound female whose age and height are unknown. The consumers medical condition, stability and medication regimen are unknown. The maintenance history of the device is unknown. The consumers technique while using the device is unknown. The patient tipped over during a transfer, the mast hitting the patient in the head allegedly causing a concussion. No mention of a device malfunction was made. Invacare lifts carry a warning, the legs must be in the maximum opened/locked position before lifting a patient. Invacare does not recommend locking of the rear casters of the patient lift when lifting an individual. Doing so could cause the lift to tip and endanger the patient and assistants. Do not roll caster base over uneven surfaces that could cause the patient lift to tip over. Invacare recommends that two assistants be used for all lifting preparation, transferring from and transferring to procedures.